Manufacturer narrative:
Approx 1 random opened and used sensor was inspected and a continuity resistance test was performed. The sensor passed per specifications. A bicarbonate buffer test was performed and the sensor failed due to high readings. The cannula was broken and part of it was missing. It could not be confirmed if the customer received the sensor in said condition due to the customer returning the sensor opened and used.

Event description:
The customer reported via telephone call that the sensor triggered a bad sensor alert. The customer declined troubleshooting for the issue. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.